Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during a post initial laminectomy for an implant procedure, the patient had a loss of motor activity on the lower extremities. The implant procedure was aborted. The patient was doing well after the procedure.